Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, exhibited intermittently high and out of range pacing impedance measurements. The system will continue to be monitored at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) pacing impedance measurements above 3000 ohms for a non boston scientific lead. Technical services (ts) was consulted and reviewed possible options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) pacing impedance measurements above 3000 ohms for a non boston scientific lead. Technical services (ts) was consulted and reviewed possible options. This lead remains in service. No adverse patient effects were reported.